Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the stopper was discovered to be damaged with a bd 5ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: customer reported that the stopper is damaged.

Event description:
It was reported that prior to use the stopper was discovered to be damaged with a bd 5ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: customer reported that the stopper is damaged.

Manufacturer narrative:
H.6. Investigation: one 5ml syringe in a opened blister pack from batch 7122534 (p/n 309646) was received and evaluated. It was observed the stopper was jammed between the plunger rod and the barrel wall, which was rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the jammed stopper defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 7122534 is considered in compliance with our product specification requirements.